Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in february, an unknown size amplatzer amulet left atrial appendage occluder was implanted in the patient. Approximately 20 days after the implant, the patient had a pericardial effusion and it got successfully drained.